Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer's most current level was 241mg/dl. The customer states they treated with pump and injections. Troubleshoot was conducted. The customer did not conduct high pressure test due to not having enough supplies. The customer's diabetic educator mentioned prior incident where air bubbles or gaps were noted in the customer's reservoir. The educator was advised that this situation would be contributing factor to high blood glucose levels. The customer was advised to monitor the device and call back if issues persist.